Manufacturer narrative:
(B)(4).

Event description:
Patient's physician contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient's receiver displayed err67, and this patient visited them for this. No additional event or patient information is available.